Manufacturer narrative:
On (B)(6) 2020, it was found that h.5 labeled for single use? Was mistakenly selected as no on the previous report. The field has been updated to yes. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with two unspecified mentor gel breast implants experienced left-sided rupture and bilateral capsular contracture (grade unknown) postoperatively. In 2018, hardness of the breasts started, and left-sided rupture was suspected via mammogram. About two years ago, around the same time as the breast hardness and suspected rupture finding, the patient experienced blood issues (unspecified). Since her iron level was low, the patient was seen by an oncologist, and testing was done on her blood (unspecified). The patient reports that the test result indicated something to do with t-cells. However, the details of the testing and result were not provided at this time. The patient is not sure if her devices are mentor breast implants, since she lost her documentation, and they were implanted in 1985. However, her implanting surgeon office suspects that the patient devices are mentor implants. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted. This report is for the right-sided prosthesis.